Event description:
Customer alleges chair fell apart on his way to the store. Chair fell to one side and customer fell out. Provider states the seat clamp on the front of chair are held on with a ring keeper and it appears the keepers both came off.

Manufacturer narrative:
The device is not available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer alleges chair fell apart on his way to the store. Chair fell to one side and customer fell out. Provider states the seat clamp on the front of chair are held on with a ring keeper and it appears the keepers both came off.

Manufacturer narrative:
The device was returned and evaluated. The device was in the field (2) days when it is likely the retaining rings that hold the quick release assembly to the front seat extrusion came free from the clevis pins that are pressed in the front extrusion. This likely precipitated the loss of the quick release assembly and ultimately the locking of the seat to the base unit. This was likely caused by the seat vendor's inability to maintain the groove dimensions on the clevis pins which are critical for full engagement of the retaining rings.